Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-00190. It was reported the patient was not receiving adequate stimulation from the scs system. As such, the patient underwent surgical intervention wherein an additional lead was implanted to improve stimulation coverage in the patient's right foot/toes . Reportedly, effective stimulation resumed following the procedure.

Manufacturer narrative:
Updated to reflect the patient and not the health professional as previously reported.

Event description:
Device 1 of 4: reference MFR. Report#: 1627487-2018-00190; reference MFR. Report#: 3006705815-2018-00894; reference MFR. Report#: 1627487-2018-04104. Additional information revealed the patient underwent additional surgical intervention, wherein 3 leads were explanted and replaced with a single lead. Reportedly, effective therapy was restored and the issue is resolved. Please note: the patient's 2 additional leads have been added to this report as new devices (device 3 and device 4). Please note : device 2 was incorrectly added to this event and was not implanted in the patient at the time this even occurred.